Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic for routine follow-up, vibratory notifier could not be interrogated. A firmware download was performed but was unable to restore the function of the patient notifier. No patient symptoms were reported. Patient will continue to the monitored.